Event description:
It was reported that while the micro sagittal saw was tested at the manufacturer¿s facility, the saw made an incision in the wood wider than the width of the blade. It was also noted at the manufacturer's facility that the device overheated. There was no patient involvement and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly for visual inspection corrosion was found on the motor assembly and the sag head. Additionally the ball bearing is damaged and the nose housing assembly bearing is unpressing.